Event description:
The customer contact reported particulate on an unspecified date, it was reported that particulate was noted at the customer reported connection point between the tubing set and the solution container. The particulate was described as black foreign material. No info was provided if the particulate was noted during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported particulate was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.